Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was around 800 mg/dl at the time of the hospitalization. The customer stated that they treated her high blood glucose with insulin fluid and went down to 254 mg/dl. The customer also reported that she was nauseous and had hard time breathing. The date of the hospitalization was (B)(6). The customer stated that there was a leak. The customer stated that there were no insulin delivered and was drinking prior the event. The insulin pump will not be returned for analysis.